Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user accounts were unable to authenticate at the station because the active directory account was continuously populated with "account lockouttime." A technical support specialist confirmed that the information technology department had cleared the locked date time to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis anesthesia es system prevented user from login to the station. The customer stated that the certified registered nurse anesthetist (crna) encountered difficulties while attempting to log into multiple operating room anesthesia machines. Specifically, upon entering the username, the system returned a rejection message indicating "unable to authenticate". This issue prevented access to the biometric identification system necessary for logging in, resulting in a delay in patient care. This incident occurred with the or5 machine; however, the user successfully logged into two other machines, or3 and or4. There were no adverse events or injuries reported based on this event.